Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This report will be updated should additional information become available.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this pacemaker had a remaining longevity of two years at the last check approximately six months earlier. At the recent device check the device was found to be at end of life (eol). It was noted the autocapture outputs had increased to 5.0v and brady pacing set to vvi 50. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.